Event description:
Related manufacturer report number: 2916596-2021-00728. It was reported that on (B)(6) 2021 the patient presented to the emergency room with recurrent epistaxis. The patient's system controller was capturing intermittent flows as high as 12 liters per minute and powers as high as 11.4 watts. On (B)(6) 2021, the patient's system controller alarmed for no external power and frequent pulsatility index (pi) events. The patient's mean arterial pressure (map) was 75. An echocardiogram was scheduled for (B)(6) 2021. Technical services (ts) reviewed the log file and observed two no external power events on (B)(6) 2021 which were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no other interruption in pump support and the mcs equipment appeared to be operating as intended. The mpu was operational and does have a v-lock connector. It is unknown if the power cord came loose at the wall/outlet or from the back of the unit, but there was a confirmed loss of power to the home. Additional information communicated that the patient's elevated blood pressure way be attributable to the high flow and power. The ramp echo was normal with no change in speed settings made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of elevations in power and estimated flow can be confirmed through the evaluation of the submitted log file. The account attributed the power/flow elevations to hypertension. A direct correlation between the device and the reported hypertension and epistaxis could not be conclusively determined. It was reported that the patient presented to the emergency room on (B)(6)2021 for recurrent epistaxis. Additionally, the patient had been having intermittently high power and flow that the account stated could be attributable to elevated blood pressure. A ramp echocardiogram revealed normal results, and no changes in speed settings were made. The submitted log file contained data from (B)(6). Power/flow elevations were confirmed through analysis of the submitted log file, some of which were captured during pulsatility index (pi) events. The fixed speed remained above the low speed limit for the duration of the log file, and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also states that therapies that maintain a mean arterial pressure below 90 mmhg should be considered adequate. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.